Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested with multiple scopes and the cv-190 video processor with no b30 error generated. The evaluation found the front panel mouth was cracked. The olympus lamp life meter was reading below 50 hours and light output measured out of range. The lamp was noted to have a black burn mark. A worn out socket slider switch causing intermittent use of high intensity mode was found. The main power switch was determined to need to be upgraded. The lamp needed to be replaced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple devices reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be duplicated/confirmed. However, it¿s likely the cause is related to the facility¿s video processor. Olympus will continue to monitor field performance for this device.